Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received patient factors and progression of valvular disease pathology likely contributed to the event.

Event description:
Edwards received information a patient underwent valve-in-valve procedure due to severe aortic stenosis. Records noted the patient developed recurrent stenosis over the prior couple of years. Procedure went well with no complications. Patient was transferred to the cvicu in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of the stenosis cannot be conclusively determined; however, was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted 10 years, 11 months, underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 25mm valve. Procedure went well. Patient in recovery.